Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cables were loose inside the pump usb port, and the pump battery intermittently could not be charged properly without holding the pump in a certain position. The customer's blood glucose level ranged from 60-300 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.